Manufacturer narrative:
Additional information will be provided upon investigation cocnclusion.

Event description:
It was reported that the patient was transferred to the bathroom by using the passive floor lift and sling. When the caregiver was drying patient hair the sling strap ripped off . As a consequence of the event patient fell out from the device and hit her head on the device mast and landed on the floor. After the event the patient was took to the hospital. A computed tomography scan showed that patient sustained subdural brain bleed. The sling that was used during the incident was very old. Label was not visible so it was not possible to confirm the manufacturing date, model and serial number. According to the technician the sling might have been even 20 year old. Customer admitted the condition was not checked before use.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that the patient was in the bath and was using the arjo maxi move device and arjo sling . The customer reported that while the caregivers were drying the patient¿s hair one of the sling shoulder straps stitching ripped off. As a consequence of the event patient fall on the floor hitting her head on the lift mast. After the event, there was a visible bump on the patient´s head, and no bleeding was visible. The patient was transferred to the hospital for examination. The computed tomography was performed and confirmed subdural brain bleed. According to the interviewed caregiver, the patient´s condition was not life-threatening. After the event, the device was evaluated by an arjo technician. The device's functional test revealed that the lift was in a good condition. The sling inspection showed that the sling was worn and had frayed stitching. The sling label was unreadable, which would mean that the sling passed its service lift. According to the arjo technician, the sling involved in the event had over 20 years old (based on the material from which the sling was made, and sling clip type). As per the product instruction for use, the expected service life for passive clip sling is 2 years and the shelf life is 5 years. The customer admitted the sling condition was not checked before use the instruction for use for sling includes the warning: ¿the operational life of the sling is dependent on the actual use conditions. Therefore, before use, always make sure that the sling straps do not show signs of fraying, tearing, or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling.¿ also, instruction for use contains information that before every use the caregiver should check all parts of the sling. If any part is missing or damaged- do not use the sling. Check for: fraying, loose stitching, tears, fabric holes, soiled fabric, damaged clips, and unreadable or damaged labels. Taking into account that the sling exceeded its service life, it has been concluded that the reported failure could be related to the aging of the sling. Additionally, when damage is noticed, the product should not be used. In the reported event, the sling was not withdrawn from use when its service life has passed but was used which as a result led to the sling wear and stitching breakage. Looking at the incident scenario it has been established that a sling was used for a patient handling at the time of the event. The sling strap stitching was reported to break and in this regard, the sling did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the patient fell out of the device.